Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2020 the patient reported that their pump was removed as they developed mrsa (methicillin-resistant staphylococcus aureus). No further complications were reported or anticipated.